Event description:
It was reported that after implant, high pacing lead impedance and high capture threshold due to dislodgement were observed. Repositioning was unsuccessful. Pocket was reopened. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found. The lead exhibited normal electrical characteristics.